Event description:
Reportedly, there was insufficient capsular support. A vitrectomy was performed, and a lens of a different model was placed in the anterior chamber. Additional information was requested but not received.

Manufacturer narrative:
The product was returned for evaluation. Microscopic examination was performed and found no visible damage. A device history record (DHR) review did not find any non-conformities or anomalies related to this event. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided, the root cause of this event could not be conclusively determined.